Event description:
The report received from the field indicated that, this patient underwent a routine angioplasty to a heavily calcified proximal circumflex. A 2.5 x 28mm cypher stent did not cross this lesion. The lesion was pre-dilated numerous times. The physician then tried to cross the same lesion with another 2.5 x 28mm cypher. Upon numerous attempts to cross the lesion, the stent came off the sds upon removal. The loose cypher was successfully retrieved with a snare. A medtronic driver stent was placed. There were no reported injuries or complications to the patient. The patient was discharged in stable condition the following day.